Manufacturer narrative:
The field service engineer found the analyzer's door did not stay up when the instrument vibrated. The table was not locked into place to prevent the total instrument/cart from moving. He replaced the shock absorber from the main instrument cover. The investigation is ongoing.

Event description:
There was an allegation that a customer received a concussion from a door of a cedex bio ht analyzer. Reportedly the customer was performing routine maintenance inside the instrument, and the door fell and hit the customer in the head. Allegedly the customer went to the onsite wellness center and was diagnosed with a concussion. Afterward, the customer was reportedly taken to the hospital in an ambulance and was diagnosed with a concussion (brain trauma) and treated. The specific part of the head that was impacted, the treatment received, or diagnostics completed were requested but not provided. It was reported the customer went home the same day. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The instrument's shock absorber was requested and provided for an investigation. The investigation installed the shock absorber on a troubleshooting instrument and tested the functionality. The investigation found that there was no gentle closing effect of the main cover. The cover could not hold the positions under different opening angles. The investigation determined the service actions of replacing the shock absorber resolved the issue.